Event description:
Caller stated device was implanted in (B)(6) 2008. About a year later, caller started to experience issues with her hip; she was no longer able to walk for a long periods of time, hip instability, slower gait, and constant pain. Caller reported that she has contacted many lawyers, but no one wanted to help her. She proceeded to contact the hospital; her surgeon, dr. (B)(6), no longer works there but they were able to send her the records from her procedure. Caller stated that she read the device has been recalled. She plans to see another doctor for possible removal, but her ambulation difficulties are prohibiting her from getting there.